Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. Investigation ¿ evaluation a review of the instructions for use (IFU), quality control, image review and specifications of the device were conducted during the investigation. The device was not available for return, and the rpn and lot numbers involved in this event were no provided in the article. During the course of the investigation it was determined that the stainless steel line of coils as described in the literature article were similar to mwce devices with no suffix or prefix. The investigation was completed on this assumption. As rpn and lot information were not provided, the device history record could not be conducted. There is no evidence to suggest that the device described in this event was manufactured out of specification. Due to this, there is no evidence to suggest that there is nonconforming product from the same lot in house or in the field. Images provided in the literature were reviewed and could not confirm migration of the coils distally. The image review states that, ¿migration of the coils distally in the sga is not confirmed because the coils were implanted peripheral to, not in the artery. Rebleeding three weeks post is consistent with gelfoam recanalization. Since the coils could not have been in the artery, once gelfoam recanalization permitted hematoma reperfusion, the coils simply dispersed into the available cavity. If the sga proximal to the rupture had been coiled initially, rebleeding would have been impossible.¿ as a result of the investigation, the root cause cannot be established. No additional evaluation of the device was able to be performed since the device was not returned. It is possible that user technique contributed to this event, however, this cannot be confirmed at this time. Potential related causes to this event could be potentially related to medical procedure, device selection, user technique and/or human anatomy although this could not be confirmed. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information has been added to the description of event since the previous medwatch report.

Manufacturer narrative:
Suspect medical device: product information currently unknown. Concomitant medical products: unspecified gelfoam cubes, unspecified microcatheter PMA/510(k) #: product information unknown. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. [(B)(4)].

Event description:
The below report of patient infection was described in literature. The citation for the article is as follows: kuo-ching yuan, md, yu-pao hsu, md, jen-feng fang, md, et al. "Delayed hemorrhage cause by coil migration after transcatheter arterial embolization in patient with unstable pelvic fracture: a case report." J trauma 66 (2009): 267-270. It was stated in the article a (B)(6) year old male was involved in a motorcycle accident. Pelvic fracture with a giant inhomogeneous hyperdense hematoma was noted in the left iliopsoas muscle, as well as contrast extravasation fro the superior gluteal branch of the left internal iliac artery. Embolization was performed to achieve hemostasis of the artery. Seven unspecified cook stainless steel coils (2-8 mm embolus diameter) were inserted with gelfoam cubes into the feeding branch. Complete obliteration of the feeding branch was achieved in the desired location. Further procedures for additional injuries from the accident were performed over the next 16 days. 21 days after admission, hypotension, tachycardia, diaphoresis, and decreased hemoglobin level were noted. Active bleeding with a pseudo aneurysm in the left superior gluteal artery was impressed. Angiography revealed migration of the previous coils. Another 8 coils and gelfoam cubes were inserted into the left internal iliac artery and successful hemostasis was achieved. The patient was transferred to the ICU for further care and was discharged 3 weeks after the second embolization ad rehabilitation. Additional procedures to remove the migrated coils were deemed inappropriate and not performed. No additional adverse effects were noted due to the coil migration.